Event description:
Pta was being performed and the target lesion was the left external iliac artery with moderate calcification and moderate vessel tortuosity, the rate of stenosis was unknown. Brachial approach was chosen for the procedure. Smart control (complaint product) was delivered to the target lesion and the stent was deployed, but the stent jumped approximately 1cm distally during the stent deployment and so the proximal lesion could not be covered. Therefore, an additional smart control stent (cat/lot: unk) was placed at the proximal lesion and the entire lesion was fully covered. The procedure was completed without other problems. There was no adverse event and the patient is in stable condition. No product return. The patient's age and gender were unknown. The product was stored, handled, inspected and prepped according to the instructions for use. Note the smart control locking pin was in place during advancement towards the lesion and the locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. No unusual force was applied during deployment of the stent.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that the smart control stent jumped forward during deployment approximately 1 cm. Requiring deployment of an additional stent to fully cover the lesion. The target lesion was the left external iliac artery with moderate calcification and moderate vessel tortuosity, the rate of stenosis was unknown. The smart control locking pin was in place during advancement towards the lesion and the locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. No unusual force was applied during deployment of the stent. There was no reported patient injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15495126 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." In order to provide a complete analysis of the reported issue of "stent jumping" during deployment live case films of the actual deployment are required, or at the very least, high resolution films of the deployed stents showing individual stent struts with and without contrast. To date these films have not been provided by the account. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.